Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the plug unit was corroded while the user was handling the device which led to unstable electrical connection resulting in error message was displaying temporarily. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope has a splash screen that appears after hanging up for one hour, and error e216 is reported. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunction was found during device evaluation: due to corrosion on video plug, video plug cannot be connected securely (image was noisy with fluid inside the plug). The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.